Event description:
The customer stated that liquid is spraying 1-2 cm from the vent assembly on the cell-dyn sapphire analyzer. Issue started occurring about 1 week after the vent assembly was changed. Liquid gets on the blood collection tube and around the diluent cup and loader. The customer stated that there is the potential for exposure to the operator, no injury or exposure occurred.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.